Event description:
Patient presented allergic reaction to the device, she also experienced pain. The healthcare professional stated the patient required significant medical intervention to treat the allergic response. The reaction was attributed to the generator. The complete system had to be explanted three weeks after initial implant. The symptoms or urinary dysfunction are back.